Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported fiber break was confirmed as analysis identified a break in the fiber between the control knob and input connector. It is probable that the fiber break occurred due to excessive manipulation/rough technique while advancing the fiber down the scope. The interaction between the user and device caused or contributed to the observed fiber break. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a break in the fiber body between the control knob and input connector. The metal cap exhibited mild charred debris adhesion on its surface, indicative of tissue contact. The glass cap exhibited mild devitrification at the output window.the fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed that the aiming beam appeared at the location of the break. The connector cone, segments. And tabs appear in good condition and are secured. The control knob is attached and aligned with the fiber and can rotate the fiber. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Caution: do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the cystoscope. Damage to the fiber may result. Caution: do not bend the fiber at sharp angles. Damage may occur to the fiber. Investigation conclusion: based on the information available, a conclusion code of use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, a fiber body break occurred after 197,602 joules and 28:12 minutes of use. There was light observed to be emitted from the location of the break. The fiber break location was outside the patients boy. The fiber was replaced, and a second fiber was used to complete the procedure without any complications to the patient.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, a fiber body break occurred after 197,602 joules and 28:12 minutes of use. There was light observed to be emitted from the location of the break. The fiber break location was outside the patients boy. The fiber was replaced, and a second fiber was used to complete the procedure without any complications to the patient.